Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. The investigation did not identify a product problem. The root cause of the event could not be determined. Although a root cause could not be determined, there is an indication that the patient may have been using anabolic steroids. Product labeling states "steroid drugs may interfere with this test."

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 2 patient samples on a cobas e 411 immunoassay analyzer. On (B)(6) 2023, the initial estradiol result was 325.7 ng/l. Two repetitions were performed on the same analyzer that gave similar results. The exact repeat results were not provided. The sample was repeated twice on a beckman analyzer and the results were 22.51 ng/l and 18.7 ng/l. On (B)(6) 2023, a new sample was collected from the patient and the initial result was 217.0 ng/l. The sample was also tested on a beckman analyzer and the result was 11 ng/l. The sample was sent to another laboratory and tested on another e411 analyzer. The result was 211.7 ng/l.